Event description:
It was reported that the device exhibited recurrent post-paced t-wave oversensing. Despite initial programming intervention, the issue reoccurred. No further changes were made at this time; an no adverse events were reported for the patient.